Event description:
Please be advised that while investigating an event involving one of our products, (B)(6) noted a potential adverse event regarding a (B)(6) product. After brockenbrough, st elevation was observed. It was suspected to be air embolism due to faradrive, and treatment was performed. Timing was after brockenbrough, left atrium (la) mapping was performed. At the timing when an attempt was made to conduct ablation using the farapulse, st elevation was observed. Coronary angiography was performed initially. Nitroglycerin was administered and coronary angiography was performed again. As the condition of the blood vessels improved, and the st elevation subsided, the procedure was continued and was successfully completed. Physician's assessment of the health hazard was non-serious (moderate/minor). No extended hospitalization. The physician's opinions on the relationship between the event and the product was suspected air contamination due to faradrive (sheath). No abnormalities observed prior to use of the product. Qdot micro and octaray were not inserted into the patient¿s body at the time of the event occurred. Sound star eco catheter was intra-op. Ngen software version is ver:2.0.27.61. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).